Event description:
It was reported that stent dislodgement occurred. The target lesion was located in severely calcified left circumflex artery (lcx). A 2.50x12mm promus premier¿ stent was advanced to the lesion however the stent came off the delivery system balloon. The dislodged stent was retrieved with a snare device. The target lesion was treated with the implant of another stent. Then, it was noted that they lost the ramus branch which caused the patient to have a myocardial infarction (mi); however, it was noted that the mi wa not caused by the stent dislodgement. No additional patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).